Manufacturer narrative:
Investigation summary: the analysis of the photo sent by the client was performed and it was possible to observe the incident of an unmarked syringe. The root cause is related to the syringe marking set failure. The analysis of the batch history (DHR), maintenance records and quality notifications were verified. Production processes are validated according to defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the ser plastipak 1mls tub pdr1400 had no scale markings on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe without graduation."